Manufacturer narrative:
Concomitant medical products: 4968-35, lead, implanted (B)(6) 2010; 6935m62, lead, implanted: 2013. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, a loose/detached set screw, a set screw with a rounded socket, and that the set screw was found in the connector bore. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d), the set screw completely disengaged and came out of the header. The physician was able to get the set screw back in the header, but felt uncomfortable using the same device. As a result, the device was not used and replaced with another device. No patient complications have been reported as a result of this event.